Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that the 5.5 peek zip anchor was placed in the prepared pilot hole. Anchor was advanced to the black line on the inserter. There was a slight give feeling. Allegedly, the white suture came out of the eyelet of the anchor.